Event description:
It was reported to boston scientific corporation that an optiflex¿ stone retrieval basket was used in the kidney during a stone retrieval procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the basket had difficulty releasing the stone inside the patient's kidney. The stone was eventually able to be released. The procedure was completed with another optiflex¿ stone retrieval basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.